Event description:
In early 2009, the pt's mother reported that she believed the pt's infusion device is delivering insulin too low. The pt has been experiencing elevated blood glucose of 500 mg/dl and she felt nauseous with vomiting. Her normal blood glucose range is 100-200 mg/dl. She bolused through the infusion device and injected insulin via syringe to lower her blood glucose. The day prior, the pt switched to her backup infusion device using the same accessories as with the primary device and her blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.